Manufacturer narrative:
(B)(4)

Event description:
The complaint states that signal loss of over one hour occurred for wearable with serial number (B)(6). Data was provided for investigation. The problem was confirmed for wearable with serial number (B)(6). The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.